Event description:
During follow-up, an increase in impedance was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found internal abrasion at 53.5 cm from the connector pin.